Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported the "hex driver 91-8432 fully seated line was not in the correct location." This was noticed in the customer's office and not used for surgery.